Event description:
At approximately 1115 the nitrogen powered pneumatic anspach drill failed. The drill hose that is permanently attached to the drill handpiece ruptured. The rupture created a loud gun shot like noise throughout or room #24. The plastic surgery attending dropped the drill to the floor as the surgical team was surprised by the hose rupture and noise. The nitrogen supply to the drill was turned off and the drill was sequestered.did this event involve an electrophysiology procedure or an attempted electrophysiology procedure?no.what was the original intended procedure?surgical correction of skull deformity.device #1is this a laboratory device or laboratory test?no.